Manufacturer narrative:
The device was received for evaluation with approximately 90ml of fluid in its bladder. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A functional flow rate test was performed, and the flow rate of the device was found to be within specification. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a small volume intermate underinfused. After the expected therapy time of 2 hours, half the solution remained in the device. The device had been filled with 750mg vancomycin in 100ml 0.9% sodium chloride solution. There was no report of patient injury or medical intervention associated with this event. No additional information is available.